Manufacturer narrative:
Updated to document the cause of death

Event description:
Per report on october 22, 2015, sjm was informed the cause of death was patient suicide.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted in an uneventful procedure. An intraoperative tee showed no leak across the valve. At a follow-up visit, the cardiologist reported the valve had developed moderate/severe aortic insufficiency on tte. Meanwhile, the patient was stable and asymptomatic at the time despite having a history of poor ejection fraction and copd. A more definitive tee was planned but prior to scheduling the follow up, the patient expired. No other details were available at this time.